Manufacturer narrative:
It was reported that the device failed. The customer had to hand crank till another device was available. The cardiohelp was exchanged. The customer stated that the cardiohelp was alarming ¿no flow¿ when the display indicated flow and rpm. The failure occurred during treatment. A getinge field service technician (fst) was sent for investigation and repair on 2023-10-10. The cardiohelp was tested for a week at 3200 rpms with no issues. The flow/bubble sensor and the plug of the sensor were tested, without any issues. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the alarm "no flow" could be confirmed. No device failure could be confirmed on the date of event. An exact root cause could not be determined. However, according to the risk file v24 of the cardiohelp device (dms# (B)(4)) the following root causes can lead to the reported failure: - environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage) - sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system - upper flow intervention too low referring to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Furthermore, according to the IFU of the cardiohelp chapter 10 "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Additionally, in chapter 5.3 "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2023-09-25 for the period of 2015-10-13 to 2023-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2015-10-13. Based on the results the reported failure "no flow" could be confirmed, but was not reproducible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2023-09-21 that the customer stated that the cardiohelp was alarming ¿no flow¿ when the display indicated flow and rpm. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the device failed. The customer hat to hand crank till another device was available. The cardiohelp was exchanged during treatment. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.